Event description:
The facility reported a pump with a dead battery. This occurred during customer use, but there was no pt involved. There was no pt injury or medical intervention necessary according to the hospital rep. No additional contact information is available.